Event description:
A malfunction alarm was reported, and there was no reported adverse impact on the customer's blood glucose level. The customer received pump reset information from technical support and successfully reset the pump, preventing the malfunction from recurring. The customer was advised to continue using the pump and to contact support if the malfunction reappears, indicating that they understood the instructions.